Event description:
Additional information received reported that the cause was unknown. Based on a conversation with the health care professional and a manufacturing representative, it did not appear to be device related. The patient was instructed to contact the manufacturing representative if he had any more issues, but they had not heard from him.

Event description:
It was reported that the patient started having increased pocket site pain with use of the stimulator for more than 2-3 hours. It was noted that it was just a pain that went away when the patient turned it off. It was also noted that the patient experienced a mild increase or surge of stimulation when attempting to turn it off occasionally. Impedances were normal with no out of range values ¿ all around 600 ohms and all within 200-300 ohms of that. It was noted that the patient turned the implant off prior to recharging and did not have pain during recharging. The patient was running bipolar with 2 electrodes with 3.3v, 450us pw, and 60 hertz. The active electrodes were 1 and 2. It was noted that the patient only had 1 program active at that time on 1 lead. It was noted that the stimulation was effective and stimulating the correct areas. It was noted that the patient had no charging issues. The reporter was unsure what could be causing the issues. A new group was programmed using different electrodes, but the patient was still getting adequate therapy. The patient was instructed to attempt that for several weeks and then report back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).